Manufacturer narrative:
This report is submitted on april 28, 2017. (B)(4).

Event description:
Per the clinic, the patient developed pain and redness at the implant site postoperatively. Subsequently, the site was managed with a steroid cream (date not reported). The implanted device remains.